Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The usm 3 was analyzed and in log reviews, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the insertion rail and rail screws were found to be loose. The usm was installed onto an in-house system where the usm failed on the insertion rail and insertion rail screws tests, replicating the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The probable root cause is attributed to a loose insertion rail. This issue can be resolved by replacing the usm. Intuitive surgical, inc. (Isi) followed up with the customer and was advised that there were no reports of non-intuitive motion involving the universal surgical manipulator. Isi received a video clip related to the alleged complaint and the reported issue was confirmed.

Event description:
It was reported that a loose rail was found on the universal surgical manipulator (usm) 3. The customer was advised to avoid using usm 3 until the issue could be resolved. There were no reports of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.